Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an air leak and required progressively more air introduction up to 45cm pressure in the cuff to eliminate the issue. There was no patient harm.